Manufacturer narrative:
No unexpected no delivery alarms were noted during testing. The unit passed the displacement and rewind tests. The motor was tested outside of the unit and passed. Constant motor error alarms occurred during the basic occlusion test due to moisture damage on the force sensor resistor. The following cosmetic damage was also noted: minor scratches on the lcd window, a cracked reservoir tube lip, scratches on the reservoir tube window, and cracked battery tube threads. (B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed with a motor error and a no delivery during the prime process. The patient's blood glucose at the time of incident was 286 mg/dl. Troubleshooting was initiated for the motor error alarm. The customer did not recall any significant events leading to the motor error issues. The customer was able to clear the motor error and rewind the pump. However, the customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.